Event description:
Customer reported to beckman coulter, inc. (Bec) that they found a trail of blood by the modular cup chemistries (mc) of the unicel dxc 800 synchron system (dxc 800). Customer reported that the dxc 800 did not generate any error message on the mc sample delivery subsystem.customer reported that they do spin down their samples. Customer reported that they cleaned up the leak and flushed the mc sample probe. Customer reported that the dxc 800 was working fine without errors after flushing of the mc sample probe. Customer reported that no erroneous patient results were generated.there was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).